Event description:
The customer contact reported a whitescreen error. On an unspecified date, an unspecified channel of the device was programmed to deliver an unspecified vasopressor medication and the delivery was started. No specific programming parameters were provided. The customer contact reported the patient was also receiving an unspecified concentration of cardizem and 2 unspecified antibiotics; however, it was unspecified if the medications were being delivered using the same device. After an unspecified length of time, the nurse reported the device "froze" and the display was white. At that time, the customer contact reported the patient's blood pressure decreased to 60/40mmhg from an unspecified level. The nurse reported the patient's blood pressure had been decreasing prior to the whitescreen error. The device was removed from clinical use. After an unspecified length of time, therapy was resumed using a replacement device. The nurse reported that it took a reported all day to increase the patient's blood pressure to an unspecified level. On (B)(6) 2013, at an unspecified time it was reported the patient expired. The cause of death was unspecified; however, the customer contact reported that it was not related to the whitescreen error and the medical examiner declined the case. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.